Event description:
The patient had a full replacement. The explanted devices have not been received to analysis to date.

Event description:
It was reported that patient is being referred for full revision for high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The explanted device is not available for return.